Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have unstable pacing thresholds between 0.8 v and 4.0 v. An x-ray was obtained ruling out lead dislodgement. Ra pacing output was increased to 3.0 v until a revision was subsequently performed wherein the lead was repositioned due to suspicion that the lead was not properly affixed to the myocardium. The lead was successfully repositioned and acceptable measurements obtained. No adverse patient effects were reported. This lead remains in service.